Manufacturer narrative:
Additional information: a1, b3, h6, h10: information was received on 12/30/2020 indicating that there was no patient involvement in this event and also indicated event date. Device evaluation completion date: 01/25/2021: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the delivery accuracy tests found the pump to be out of the published specification of +/-6%. The pump's expulsor will be replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed accuracy test. No adverse effects were reported.